Manufacturer narrative:
Additional information was received on 9/28/2020, the mentor failure analysis lab has received the device for evaluation. Patient was replaced with two 790cc mentor memorygel breast implants. The investigation of the returned device was completed by the failure analysis lab on 10/6/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring less than 0.1 cm. Microscopic examination of the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast reconstruction surgery with two 800cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.